Event description:
The physician attempted to place the endeavor resolute stent at the lesion in the lad however the device could not cross. The lesion is reported as being severely calcified and tortuous with 90-95% stenosis. The lesion had been pre-dilated prior to attempted placement. The stent had been inspected prior to use with no issues noted. No patient injury reported. The physician used a new device to complete the procedure. Device evaluation: the device was returned to medtronic for evaluation. The distal tip was flared . A number of struts on the 4th proximal and the 1st distal segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusion: (stent deformation). (Severely calcified, tortuous lesion with 90-95% stenosis). (Stent damaged during use). (B)(4).